Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
A patient reported that they experienced ¿very sharp pain on left side¿ and ¿rupture¿. Two years prior, the patient had been experiencing pain, numbness and shortness of breath¿. A mammogram "showed something white" which was attributed by the hcp to "skin fold" and "nothing is wrong except encapsulation". This record is for the left side. Device has been explanted.